Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display after being dropped. Blood glucose level near the time of the incident was 320 mg/dl. Customer was able to get the display to return by removing and reinserting the battery. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.